Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that an occlusion alarm occurred. The customer, experienced an elevated blood glucose (bg) level of "high". Although, specific value was not provided. Customer changed pump supplies to address the issue.